Manufacturer narrative:
H3: product analysis found visually, the packaging carton was folded in half and in damaged condition when returned. There was no damage noted in the construction of the returned device. However, there were traces of a clear/transparent residue observed on the cuff, inside the adapter, and inside the tube. Functionally, for further analysis, a syringe was used to inject 20cc of air into the cuff. The cuff was easily inflated; however, one side of the cuff was bulging outward and was larger than the other side of the cuff. The cuff was deformed. H6: fdm b21, fdr c21 and img g04134 codes no longer apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the surgical intubation, it was found that the endotracheal tube was not ventilating smoothly. After testing with a suction tube, it was found that it was not ventilating and could not be used. After replacing the new endotracheal tube, the problem was solved. There was no patient injury.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.